Event description:
We ordered your machine but the reading are always incorrect to that of doctor's reading and it created lot of issue while taking medication.

Manufacturer narrative:
1. Customer claims that the blood pressure monitor reading is incorrect compared to the doctor, created issues in taking medication.but no comparative information was provided. (Instructions notice: blood pressure measurements determined by this monitor are equivalent to those obtained by a trained observer using the cuff/stethoscope auscultation method, within the limits prescribed by the american national standard institute, electronic or automated sphygmomanometers.) 2. After receiving feedback, ihealth contacted customer on (B)(6) to provide more information, but did not receive a response until (B)(6). 3. So, we were unable to obtain purchase information, device model/lot number, comparison with doctors' models, operating methods and environments, daily physical conditions, medication use, health effects, and other information, making it impossible to determine the specific reasons. If more evidence is obtained in the future, the investigation will be followed up.